Event description:
Ous MDR - after an implantation time of about 3 months, it was reported to us that a lead perforation occurred. The lead was explanted and replaced by a new lead. The lead was not returned to biotronik.

Manufacturer narrative:
Ous MDR - the mfg process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.